Event description:
The customer reported that the display did not work properly with an "error on the processor board". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.